Event description:
It was reported that the marker band came off and remained in the patient's body. A percuflex ureteral stent was selected for use. The ureteral stent placement was unremarkable. Upon removing the introducer sheath, the radiopaque (ro) marker band came off and remained within the patient's kidney. The rest of the introducer was removed. The procedure was completed and there were no further plans to remove the ro marker band. There were no further complications reported and the patient remains stable.